Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos (general purpose operating system) cpu assembly and rtos (real time operating system) cpu assembly were evaluated and replaced. The passive backplane was also replaced as part of the service event. The system was tested and found to be working as intended and returned to service.